Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
The customer reported that the touch screen is off. The customer reported that the unit was not in use on a patient. The customer contacted product support and the customer states that he performed a touch screen calibration 11 days ago and now the unit has been turned back in for touchscreen failure. Product support asked the customer to go to the touchscreen diagnostic mode, while in the mode the customer found that the bottom right of the screen was jumpy. The customer was able to perform calibration but is concerned that it will come out of calibration again. Product support suggested to the customer to replace the touchscreen and possible the user interface (ui) pcba. Product support provided the customer with the part numbers and price for the touchscreen and ui pcba. The investigation is ongoing. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.